Event description:
It was reported that the c500 shut down on patient while the ventilation unit of the workstation continued to function. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the service report as well as the log file were made available for further investigation at the manufacturer¿s site. During the onsite device examination, a faulty hard disk drive and daughter board were identified as root cause of the event and replaced. The device was successfully tested as per manufacturer¿s specification afterwards. The log file analysis could confirm a communication problem between the cockpit and the ventilation unit on the reported date of event. As a result of the access problem on the hard drive, the device performed two consecutive restarts of the cockpit. The ventilation was resumed afterwards and continued, until the device was switched off by the user. The reported alarm system failure could not be confirmed per log file analysis. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation a corresponding alarm message will be posted visually and audibly. In case of a cockpit malfunction, monitoring functions and the user interface of the cockpit might be impaired. An ongoing ventilation is not affected by a cockpit malfunction but continued as set. Safety-relevant ventilation parameters are displayed in the supplemental oled display, in which the user can see the ongoing ventilation. In the current event, the device reacted as specified and posted appropriate alarms. The device was successfully repaired onsite by dräger service by replacing affected components. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the c500 shut down on patient while the ventilation unit of the workstation continued to function. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.